Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. Device communicated properly with the guardian link 3 and the test plug. The test value of 239 mg/dl was properly listed on the senor graph screen. No communication anomaly or calibration error/alarm noted. Device communicated properly with the test blood glucose meter. The test value of 59 mg/dl was sent by the meter and received by the pump. No pump/meter communication anomaly noted. Device uploaded properly using carelink. Device had scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2020 due to hyperglycemia and diabetic ketoacidosis. Customer stated while in the hospital the blood glucose level went higher to 560 mg/dl. It was unknown if the insulin pump was on auto mode. Customer did not mention any treatment and symptoms related to high blood glucose level. Customer stated that she was no longer using the insulin pump due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2020, however on (B)(6) 2020 when the customer was home she had sensor and blood glucose difference and cannula was bent. Customer reported on (B)(6) 2020 they had sensor and blood glucose difference, calibration errors and change sensor error. The insulin pump will be returned for analysis.